Event description:
It was reported that a user performing a supply change on the ilet system skipped the ¿see drops¿ step and required guidance to complete the infusion set and cartridge change with a contact detach infusion set. There were no reported adverse clinical effects. Outcomes included successful completion of the supply change without alerts or alarms and no interruption to therapy beyond the guidance call. Investigation included customer care troubleshooting and education, including instructing the user to bypass remaining steps while disconnected, then properly fill the tubing to visualize drops and proceed to fill the cannula. Investigation of this case revealed use error in following the supply change sequence, with the infusion set and cartridge functioning as designed when used per instructions. It was concluded, based on previously established findings for similar reports, that the cause was user error related to technique, mitigated through retraining.